Event description:
Following multiple preparatory aortic surgeries for a thoracic aortic aneurysm, multiple tag devices were deployed without complications in 2006. Several days post-operatively, the patient developed worsening cardiac arrhythmias due to pre-existing heart problems. Approximately one week later the patient experienced cardio-pulmonary arrest with resuscitation but then developed bilateral lower extremity paralysis and a gastrointestional bleed. The patient has been discharged to a rehabilitation facility.

Manufacturer narrative:
Please note: additional devices used in this procedure include; tg4020, tg4015, and tg4010.